Event description:
On event date, the manufacturer's (MFR.) Sales representative was in on a case and was informed of the following: device was being used for occasional treatments due to lack of any accessible veins (due to the patient's history of drug addiction). The physician was not able to withdraw blood for the past several months (attempt approximately one (1)/month to maintain device). On last attempt, physician was not able to infuse so he decided to replace device.